Event description:
Information received by medtronic indicated that the insulin pump had unresponsive button, louder rewinds, unexplained no delivery and asking for frequent calibration at night. Medtronic helpline indicated that the unsuccessful attempted to contact the customer in order to further discuss the report received by medtronic but, they were only able to leave a voicemail providing the 24 hr tech support contact information . The solutions team will make another contact attempt. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.